Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the reported event likely occurred due to stress on the bending section cover (a-rubber) glue. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿operation manual: important information ¿ please read before use: warnings and cautions.¿ this supplemental report includes a correction to e2, e3 and g2 to provide information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported that during an unspecified procedure while using the evis exera iii bronchovideoscope, the rubber seal at the distal end came off inside of the patient. It was retrieved with forceps. Additional information was requested multiple times, but was not received.

Manufacturer narrative:
Upon evaluation of the returned device, multiple faults were found, including: leaking from the a-rubber and the channel that was unable to be taped, c-cover insulation failure, a-rubber leaking due to a cut, ad removed, the distal end glue of the a-rubber glue was missing (peeled off), kinked and tearing in the channel of the forceps passage, and a tear on the ccd shrink tube of the bending section. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The corresponding importer number was inadvertently left out on the initial MDR. This supplemental report is to capture that. This report was submitted by the importer under the importer's report number: 2429304-2023-00155.